Event description:
The surgery was completed as planned and a back up tensioner was readily available. No additional time was added to the procedure.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the wire tightener did not function. Another tensioner was selected and the procedure was completed.

Manufacturer narrative:
A function test was performed and the results showed that the wire tightener does hold the 1.8mm and 2.0mm wires as required. Disassembly of the device showed that it did not reach the required tension because the compression spring was overstretched. The device was overtightened during post market use. The manufacturing documents were reviewed and it is documented that the tightener did reach the required tension at all marks after manufacturing. No product fault could be detected.